Manufacturer narrative:
During inspection and testing, the bending section cover was ruptured and metal wires were protruding. A review of the device history record found no deviations that could have caused or contributed to the metal wires protruding. The device shipped according to specification. Based on the results of the legal manufacturer's investigation, it is likely the user manipulated the device so that excessive force was applied to the bending section and the bending section became broken. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: ¿do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged.¿ "inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device. In addition, the bending section cover was leaking due to perforation, the angulation was abnormal due to disarrangement of the parts in the bending section, and angulation was insufficient in the up/down direction. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported the bending section of the subject device was found to be damaged during maintenance. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the bending section cover was ruptured and metal wires were protruding. This report is being submitted for the malfunction found during evaluation (protruding metal wires). There was no patient involvement in the event.